Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Concomitant product: model: ddbb1d1, ICD; implanted: (B)(6) 2016.

Event description:
It was reported that the patient presented with noted oversensing with deep breathing consistent with nonphysiological noise, and t-wave oversensing (twos). Possible insulation issue is suspected. Impedances, and thresholds were noted to be within normal limits. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.